Event description:
It was reported that patient was revised on a right hip due to periprosthetic fracture. During surgery the tip of the proximal reamer was broken. The piece was taken out of the patient. Surgeon used another reamer and completed surgery without any delay.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.